Manufacturer narrative:
The insulin pump was received with case cracked behind the insulin pump near the battery compartment. The reservoir tube, reservoir tube lip, and retainer were inspected and no damage or anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that their lip ring was damaged. The customer¿s blood glucose level was 231 mg/dl. The customer also stated that the reservoir piece was removed. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.